Event description:
Dr was removing resectoscope at conclusion of procedure when beak allegedly broke off in pt. Dr manipulated broken piece into bladder, repositioned it and then removed it with no pt impact. Retrieval prolonged procedure. Dr matched broken piece to instrument and confirmed there were no more pieces in pt. Pt condition post-op was good.